Event description:
The customer called to report that the insulin pump alarmed while priming. During the call, the customer stated that she was hospitalized for high blood glucose. Troubleshooting was not performed due to the error alarm. Advised the customer to use a back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.